Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The following information is from the nurse. The patient was treated with vancomycin by intraperitoneal injection, 1.5 gram(gm) for 4 weeks. The patient denied touch contamination. The patient was retrained and recovered from the event of peritonitis. A review of all batch record documents was performed for potentially associated lot numbers h12j03067 and h12i18074 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause of peritonitis was not reported. Treatment was not reported. The patient was recovering. This is report 1 of 4.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).